Manufacturer narrative:
Without a device serial number, the manufacturing date cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus calibration became misaligned during a session. The user was instructed how to re-calibrate the stylus but was unsuccessful. The programmer remains in use. No patient complications have been reported as a result of this event.